Manufacturer narrative:
(B)(6). Evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(6).

Event description:
T2 non-deployment the second anchor did not deploy correctly and consequently the repair was not completed. Additional information received on 28 oct. 2014 indicates that the t2 did not deploy at all. T1 was cut free and removed from the knee joint, and the t1 does not remain in the patient unsupported; all pieces were removed by the surgeon. The repair was completed using another back-up device, and the patient was noted to be okay post-procedure.